Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. A steerable guide catheter (sgc) and a mitraclip xtw was inserted, one of the mitraclip grippers could not lower while attempting simultaneous grasps of the leaflets. Troubleshooting was performed unsuccessfully. The mitraclip xtw was removed. It was determined that the gripper line was broken. A new mitraclip xtw was inserted and positioned over the mitral valve. During attempts to grasp, the mitraclip grippers could not lower. The second mitraclip xtw was removed. The procedure continued and two mitraclips were implanted successfully. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, the harness was observed to be jammed and the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and jammed harness cannot be determined. The observed bulky gripper cover is a cascading event of the reported jammed harness. There is no indication of a product quality issue with respect to manufacture, design, or labeling.